Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the patient reference was not screwed in the correct axis which explains that the screw is blocked. As repair the screw was replaced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, there was a broken patient reference screw. There was no patient/user impact reported.